Manufacturer narrative:
During preventative maintenance (pm) performed by the distributor, the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:07 (coolant temp high) error message. The service-certified distributor downloaded the system's event logs and sent them to zoll service for evaluation. The reported complaint of "tcmid:07 (coolant temp high) error message" was confirmed in the system's event log data review and further on-site testing performed by the distributor. The root cause of the tcmid:07 error was the loose connection between the lm 34a/b temperature sensor connectors and the pic-16 circuit board. Internal component connections may become loose due to transport vibration. During visual inspection of the thermogard console, no physical damage was observed. The system's event log data was reviewed and revealed several tcmid:07 error messages, confirming the reported complaint. Zoll service personnel, who reviewed the event log, noted that the difference in temperature measurements between the lm34 temperature sensor a and lm34 temperature sensor b were out of specification. Zoll service personnel suggested the distributor reseat (disconnect and reconnect) the connectors between lm 34a/b temperature sensor and the pic-16 circuit board to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard with serial number (B)(6).

Event description:
During preventative maintenance (pm) performed by the distributor, the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:07 (coolant temp high) error message. To troubleshoot the issue, the customer powered off/on the system and changed the coolant, but the tcmid:07 error persisted. The customer drained out the coolant and tested the device without it. The console displayed the "coolant low" warning, per system design. But it was followed by the tcmid:07 error. No patient involvement.